Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected numbers scrolling during testing. Pump received with normal operating currents. Pump monitored for several days and no battery out limit alarms occurred during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer also reported that there were numbers scrolling on the display. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.